Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +23.5d) was explanted due to an incorrectly chosen iol power due to pterygium that interfered with the calculation. A new lal+ (sn (B)(6), +10.0d) with a different iol power was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. Visual inspection of the returned lal was completed and there was no device problem found. Manufacturer reference #: (B)(4).